Manufacturer narrative:
Serial number of the device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Serial number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
This report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report # 1222780-2019-00160. It was reported that during the procedure, the physician was using a hysteroscopy scope and the visibility was poor. The doctor switched scopes and visibility was much clearer. A perforation of the uterus was noted upon insertion of the second scope. No medical intervention was required.